Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. Boston scientific technical services (ts) advised to perform a full device check prior to revision to confirm lead performance. Additional information was obtained indicating that high threshold was due to oldness of the leads and this behavior was noted after change out of the device. The ra lead was abandoned surgically. No additional adverse patient effects were reported.